Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 6.0x20mm armada 35 balloon catheter (bdc), there was continuous air flow when negative pressure was applied. The device was not used. There was no patient involvement. A 6.0x40mm armada 35 bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) . Abbott analyzed the returned device and confirmed the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint handling database found one similar incident from this lot. Based on an expanded investigation the event was possibly related to manufacturing of the hub during the assembly process. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol. The performance of these devices will continue to be monitored.